Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had resets settings every time he was changed the batteries. Customer¿s blood glucose level was unknown. Customer stated that that when he resets battery and had to reset time or date. Customer was not receiving any alarms or alerts. The insulin pump will not be returned for analysis.